Event description:
Note: this report is the first of two reported malfunctions that occurred during the procedure. A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the catheter leaked between the prosthetic and foley anchoring balloon. The procedure was completed with another prolieve thermodiliation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine". Refer to MFR report #3005099803-2008-04524 for details regarding the second device.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.